Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient had a major infection, massive bleeding, and right heart failure and the patient was hospitalized. The patient had signs and symptoms of peripheral edema and had problems with deterioration of right heart function. They had positive bacterial blood cultures and were treated with drug therapy only. It was noted this was after an infection with new coronavirus when they were immunocompromised. They received a enteroscopy and the bleeding site was in their lower gastrointestinal (gi) tract. The patient's laboratory values on (B)(6) 2024 were prothrombin time international normalized ratio (inr) was 2.6iu, activated partial thromboplastin time (aptt) was 41 seconds, and platelet count (plt) was 12.2 × 10s/l. They received a transfusion of concentrated red blood cells with a concentration transfused per 24 hours not less than 4 units but less than 8 units. They were also given oral warfarin. It was noted that the small intestine hemorrhage was due to right heart failure. They were discharged on (B)(6) 2024.

Event description:
On (B)(6) 2024, the variation of the pulsatility index (pi) value was larger than normal. Log files showed multiple pi events that were occurring on (B)(6) 2024 from 7:15:16 to 10:13:11.

Manufacturer narrative:
Section b3: date of event corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for the pi events could not be conclusively determined. The submitted controller event log file contained events on 03jun2024. The majority of the file consisted of pi events. No notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. It was communicated that the managing hospital will not provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, right heart failure, and bleeding that may be associated with the use of the heartmate 3 lvas. This section also outlines pump parameters, including pump speed and pulsatility index. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 of the IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.